Manufacturer narrative:
The following fields were updated due to corrected information: d9: device available for eval?: no. D9: returned to manufacturer on: na. H6: investigation: one photo was returned by the customer. The photo shows the manifold with one of the channels missing a cap. However, it does not verify the complaint. The customer complaint of loose component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model cs42522e-07 because a lot number is unknown. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that there were several cases of the bd¿ gravity set with 3-port closed stopcock manifold tubing coming apart from both the distal and proximal ends during use. The following information was provided by the initial reporter: "he has seen about 3 issues of tubing coming apart. He said at both distal and proximal end of the manifold. Said one instance the blood went back into the tubing. Another incident was on a saturday and he turned around to get medication and when he turned back the distal end of the tubing was on the ground. He had to finish the case but replacing with new tubing as this is an infection risk." "Spoke to another anesthesiologist who said in the past month and a half he had at least 3 occurrences. Did not specify what happened but said the same lines the distal tubing is coming loose." "Had an incident where they were mid-case and they went to push medication thru the manifold and the manifold plastic part(circled) completely broke off while the medication was connected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were several cases of the bd¿ gravity set with 3-port closed stopcock manifold tubing coming apart from both the distal and proximal ends during use. The following information was provided by the initial reporter: "he has seen about 3 issues of tubing coming apart. He said at both distal and proximal end of the manifold. Said one instance the blood went back into the tubing. Another incident was on a saturday and he turned around to get medication and when he turned back the distal end of the tubing was on the ground. He had to finish the case but replacing with new tubing as this is an infection risk." "Spoke to another anesthesiologist who said in the past month and a half he had at least 3 occurrences. Did not specify what happened but said the same lines the distal tubing is coming loose." "Had an incident where they were mid-case and they went to push medication thru the manifold and the manifold plastic part(circled) completely broke off while the medication was connected."